Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing unexplainable high blood glucose for four days. The customer had a high blood glucose level of 400 mg/dl. The customer treated their high blood glucose with the insulin pump. The customer's current blood glucose level was 279 mg/dl. Troubleshooting was performed for the insulin pump. The device will not return for analysis.